Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported resistance during advancement and balloon rupture appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The nc traveler is currently not commercially available in the u.s. However, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal left anterior descending (lad) artery that was 90% stenosed. Due to heavy calcification, resistance was felt during advancement of a 2.0 x 15 mm traveler balloon dilatation catheter (bdc) to the lesion for pre-dilatation and the balloon ruptured during the first inflation at 10 atmospheres. A new unknown bdc was used for pre-dilatation and the procedure was successfully completed after a stent was implanted at the lesion. There were no adverse patient effects or clinically significant delay reported in the procedure. No additional information was provided.